Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the cdh29 did not fire ( no other details available). There was no consequence to the pt.